Event description:
It was reported that the ventilator's side rail was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was repaired with a new side rail. The reported issue of side rail separated from the ventilator carrier has been confirmed by provided photo. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).